Event description:
It was reported that there were long pauses on the monitor during monopolar electrocautery. Technical services (ts) discussed troubleshooting and determined that the pacing inhibition was because a magnet was not placed over this cardiac resynchronization therapy pacemaker (crt-p) during the surgery. No adverse patient effects were reported. Currently, this crt-p remains in service.